Event description:
During the pt's shoulder arthroscopy surgery, it was noted that when the surgeon was using an arthroscopy burr, tiny flecks of metal shavings were apparent in the fluid surrounding the operative anatomy. The surgeon was aware of this occurrence.